Event description:
The hcp updated the pump when a watchdog reset occurred. The pump went into safe state, minimum rate mode. The hcp changed the dosage and updated the pump. The pump was alarming every 10 minutes. The hcp was instructed to update the pump again. The silence alarm box on the physician programmer disappeared. The hcp later reported that there was no patient injury associated with the event.